Event description:
It was reported that this fiber melted close to the sub miniature a (sma) connector. It was noted that the fiber being melted was identified before using it with the patient. The fiber was changed, and the procedure was completed with a new fiber with no patient complications.

Manufacturer narrative:
Correction: g1 manufacturing site information upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body as the fiber was received in two pieces. The fiber connector was not received. In addition, burn marks were identified on the sma boot and a kink was observed above the sma boot. The fiber tip measured 3 mm and had normal degradation. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the sma boot to melt leading to the fiber break. According to the device instructions for use, the following is cautioned: carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket/fiber or other particulates/pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement. Based on analysis results and information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this fiber melted close to the sub miniature a (sma) connector. It was noted that the fiber being melted was identified before using it with the patient. The fiber was changed, and the procedure was completed with a new fiber with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed a fiber body break as the fiber was received in two pieces. The fiber connector was not received. In addition, burn marks were noted on the sub-miniature a boot and a kink was observed above the sma boot. The fiber tip measured 3 mm and had normal degradation. It is likely that procedural conditions, such as procedural technique, size and composition of the material being ablated, may have caused the sma boot to melt leading to the fiber break. According to the device instructions for use, the following is cautioned: carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket/fiber or other particulates/pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement. Based on analysis results and information available, a conclusion code of cause traced to component failure was assigned to this investigation. Correction: g1 manufacturing site information.

Event description:
It was reported that, during a neprhostolithotomy procedure, smoke was emanating from where the fiber connected to the console. As a result, the procedure was paused, the machine was turned off, and the fiber was immediately taken out of the machine. It was noted that the smoke was due to the fiber being overheated. The procedure was completed with a new fiber with no patient complications.

Event description:
It was reported that this fiber melted close to the sub miniature a (sma) connector. It was noted that the fiber being melted was identified before using it with the patient. The fiber was changed, and the procedure was completed with a new fiber with no patient complications.